Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number 3006705815-2020-00916. It was reported that post ipg replacement procedure (reference reg report: 1627487-2020-01227), high impedances were diagnosed on multiple lead contacts. X-ray confirmed that the lead tail was disconnected from the new ipg. As a result, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted, replaced and connected to the existing lead. Effective therapy was established post op.